Event description:
It was reported that the patient experienced syncope and was hospitalized. It was also stated that the patient had this issue in the past and it was attributed to the side effects of a medication that the patient was taking, unrelated to the pump. Healthcare provider (hcp) wanted to rule out the pump this time. On accessing the clinician programmer/printing an 'a8: platform issue' error message was encountered, that on device troubleshooting was resolved and hcp was able to successfully print the file. Drugs delivered via the device were fentanyl 400mcg/ml and bupivacaine. The next day it was reported that there were no unusual events since yesterday's update.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: unk, explanted: unk; programmer: model: 8835, serial #: (B)(4).

Event description:
Additional information: it was reported that patient experienced "mild dizziness," attributed to a prior change in her oral blood pressure meds. Patient outcome was noted as no injury.